Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 12-jun-2025 investigation summary bd received 10 samples for investigation. The 10 returned samples were visually inspected, and no issues were identified. Additionally, 100 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there was poor barrier separation seen in one (1) sample. The gel migrated to the top of the tube after being centrifuged. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there was poor barrier separation seen in one (1) sample. The gel migrated to the top of the tube after being centrifuged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.